Manufacturer narrative:
D6b explant date provided.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return. B3: corrected event date.

Manufacturer narrative:
B2 date of death was added. D3 manufacturer fax was added as it was inadvertently omitted from the initial report. H1 type of reportable event was updated. H6 health effect - impact code (death (f02)) was added. Major bleed: the cause of the injury was not determined due to insufficient clinical details. Purge pressure high: the cause of the purge pressure high was not determined due to lack of clinical details, no product or data logs returned for analysis.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 75-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai stage c, with a history of diabetes mellitus. During support, the treating physician reported a high purge pressure alarm and requested initiation of the pump lysis protocol. The cardiac support center (csc) was contacted, and pump lysis therapy was initiated. At the time of the purge pressure alarm, systemic anticoagulation was not possible due to active tracheal bleeding, and argatroban had been paused. Laboratory values demonstrated subtherapeutic anticoagulation (anti-xa <0.1; aptt 27.1). Following lysis therapy, the physician reported normalization of purge pressure and flow curves, with the pump continuing to run as expected, and the patient remained on impella support. The reported events are high purge pressure requiring medication (pump lysis therapy) and major bleed requiring hemostasis. The reported major bleeding is most plausibly related to the patient¿s underlying critical illness and a non-device-related bleeding source (tracheal bleeding). While interruption of anticoagulation may predispose to elevated purge pressures, this represents a known, manageable condition during impella support and resolved with standard therapy. Patient remains on support.